Manufacturer narrative:
(B)(4). The incident unit will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Per literature review:one patient, after a radiofrequency ablation of a liver tumor procedure, was diagnosed with a postoperative complication of a biloma and persistent high fever, which was verified by enhanced CT. The patient ultimately agreed to resection.